Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 20 miu/ml hcg cutoff urine control and 3 high level of hcg urine controls (205.3 iu/ml, 210.7 iu/ml and 216.8 iu/ml), all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided by the customer and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of false negative hcg. Email received from customer, states patient tested positive x2 at home. Patient tested x2 in the office on concult hcg urine cassette and both tests were negative. Blood work was ordered and confirmed patient was pregnant. Patient's lmp 1-2 months prior to (B)(6) 2016 (approx. (B)(6)). No reported adverse patient sequela.